Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 11-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the hardware had failed. A field service engineer found that the latch for tower door 4 was out of alignment, adjusted it to correctly align with the hasp inlet and latch and resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a failed hardware. The customer reported that issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.